Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-06363. It was reported that the patient was experiencing shocking at the battery site, decreased pain relief and the battery moving. X ray revealed that the drg lead is now wrapped around the ipg in the pocket. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which one lead was implanted. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was explanted and replaced on the (B)(6) 2022 procedure.